Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy when the vaginal cuff was being closed, the needle fell into the cavity of the patient and was retrieved with graspers. A second device was used to complete the case. There was no patient injury.